Event description:
During the procedure at the most proximal aspect of the stomach, the stapler malfunctioned. Approximately less than a centimeter of staples were deployed, but the blade itself would not cut. The stapler was removed with the reverse function without difficulty and a new stapler was applied. The sleeve gastrectomy itself was finished. This area of staple line was closely re-examined, appeared intact with hemostasis. The 10-mm clips were placed to reinforce the staple line along the length of the sleeve. With the sleeve submerged under normal saline, the pylorus clamped leak test was performed. With air under pressure insufflation was followed by methylene blue. No evidence of any leakage was noted. It is unknown if the new stapler was of the same or different lot.